Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain 2/4 was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient stated they had disconnected from hc causing error, and then the hp reconnected. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during drain 2. The hp stated they had disconnected from hc causing error, and then the hp reconnected. The technical service representative (tsr) had the hp disconnect using aseptic technique then assisted in clearing the alarm. Tsr explained a se 2240 indicates a large amount of air has entered setup and recommended the hp contact their nurse. The patient was involved but there was no patient injury or medical intervention reported. A follow up was made via phone call. The peritoneal dialysis registered nurse (pdrn) stated that she was not aware of the hp having problems and the hp had not told her anything. The pd rn was going to follow up with the hp regarding the alarm and to review proper therapy technique. No further information was provided. There was no injury or medical intervention reported.